Manufacturer narrative:
D4 - lot number, expiration date, unique identifier (UDI) #: updated. H4 - device manufacture date: updated.

Event description:
It was reported that the coil was malpositioned. A 2mm x 4cm f-idc 2d interlock coil was selected for use to embolize the gastroduodenal artery. While releasing the coil, the coil remained attached to the catheter tip and migrated into the incorrect position. The coil migrated 1cm into the hepatic artery.

Event description:
It was reported that the coil was malpositioned. A 2mm x 4cm f-idc 2d interlock coil was selected for use to embolize the gastroduodenal artery. While releasing the coil, the coil remained attached to the catheter tip and migrated into the incorrect position. The coil migrated 1cm into the hepatic artery. No patient complications were reported.